Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Please confirm surgical procedure. Were any malformed staples noted throughout care of patient? What is the preoperative anticoagulation regime? How was the post-operative bleeding addressed? How many devices were involved per procedure? What is the current patient status?

Event description:
It was reported that there was pulsating arterial bleeding on staple row during sleeve gastrectomy. There were some post-operative bleedings within patients that had surgery shortly after each other. Extra hospital days for the patients and extra tranexamic acid administration were applied as treatment.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/13/2020. Video review: one video was received. The video shows at the 06:20 mark the device with a blue reload loaded. At the 06:52 mark the device is removed. At the 08:31 mark the device is introduce with a blue reload loaded. At the 09:05 mark the device was placed on tissue. At the 09:23 mark the device was fired. At the 09:29 mark a clip was placed on the staple line. At the 09:31 mark the device was removed. At the 9:50 mark the staple line and cut line appear to be as expected. At the 10:27 mark the device is placed between tissues. At the 10:40 mark the device is removed, at the 11:56 mark the device is introduced with a blue cartridge reload. At the 12:21 mark the device is placed between tissue. At the 12:47 mark the device was fired and removed; the staple line and cut line appear to be as expected. 17:00 mark the device is introduced with a blue reload loaded. At the 17:26 mark the device is placed between tissues. At the 17:52 mark the device was fired and removed; the staple line and cut line appear to be as expected. At the 18: 17 mark the device is introduced with a blue cartridge loaded. At the 18:44 mark the device was placed between tissue. At the 19:01 mark the device is fired and removed; the staple line and cut line appear to be as expected. Trough the 19:14, 19:30 mark a clip is placed on the staple line. At the 22:08 mark the staple line is cauterized. At the 27:45 mark the device is introduced with a blue cartridge loaded. At the 29:01 mark the device is placed between tissues. At the 29:18 mark the device was fired and removed. At the 29:53 the cut line is sutured. At the 38:08 mark the device is introduced with a white cartridge reload. At the 38:38 mark the device is placed between tissue. At the 38:46 mark the device was fired and removed. At the 40:03 mark the staple line was sutured. At the 50:22 mark the device is introduced with a white cartridge loaded. At the 50:53 mark the device is fired and removed; the staple line and cut line appear to be as expected. At the 51:45 mark the staple line was sutured. The staple line with slight bleeding is noted, at the 55:54 mark the staple line was suture. During the course of the video a small amount of oozing can be seen along the staple line, the event is confirmed. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/13/2020. H1: MDR decision: not reportable. Upon review of the information provided, it has been determined that only one device was used in the surgical procedure. All information regarding this event will be reported under report # 3005075853-2019-24297. Additional information was requested, and the following was obtained: how many devices were involved per procedure? As can be seen in the sheet, there was one manual echelon.